Manufacturer narrative:
Analysis was normal. No anomalies were found. Correction: d9, date returned should have been (B)(6) 2021 instead of (B)(6), 2021.

Event description:
It was reported a patient's implantable cardioverter defibrillator was prophylactically explanted and replaced on (B)(6) 2021 due to the premature battery recall due to lithium clusters. There were no device issues reported and post-procedure the patient was stable.